Manufacturer narrative:
An investigation shall be performed to try to identify the root cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Tha revision was performed due to the cup loosening. During the revision a necrotic tissue-like granulation tissue filling around the trunnion of the stem was found, and when the head was removed, the entire trunnion lost its luster and rust-like substance was adhered. Please investigate the state the trunnion.

Manufacturer narrative:
Reported event: an event regarding fretting and corrosion involving a metal head was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: a material analysis has been performed. The report concluded that plastic surface deformation consistent with micro-motion at the stem-cement interface was observed. Damage consistent with the explantation process was also observed on the stem. Damage consistent with interaction between the head taper and stem trunnion was also observed. Eds showed that the stem and head chemistries were consistent with astm f1586 alloys, which is consistent the drawings. The observed debris on both the head and stem was consistent with an oxide, corrosion product, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11-dec-2007 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: evaluation of the returned device indicated that damage consistent with interaction between the head taper and stem trunnion was also observed. Eds showed that the stem and head chemistries were consistent with astm f1586 alloys, which is consistent the drawings. The observed debris on both the head and stem was consistent with an oxide, corrosion product, and biological material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Tha revision was performed due to the cup loosening. During the revision a necrotic tissue-like granulation tissue filling around the trunnion of the stem was found, and when the head was removed, the entire trunnion lost its luster and rust-like substance was adhered. Please investigate the state the trunnion.